Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant rupture." Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side "implant rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: the device is related to the reported event rupture received on november 20, 2023, with lot number 1723490. Based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flow opening. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.